Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 39 mg/dl. Customer stated he was in bed at the time of the low; blood glucose value at bedtime was 120 mg/dl. Customer stated that the low suspend works good. Current reading is 196 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.